Manufacturer narrative:
The investigation was unable to determine the specific cause of the event.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer replaced the ultrasonic mixing vessel and the sipper and vacuum needle. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module (double). The initial result was 167.5 mmol/l. The repeat result was 140 mmol/l and was believed to be correct. The questionable result was not reported outside of the laboratory.